Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without such evidence, the complaint cannot be confirmed, and the root cause cannot be determined. If additional information is received in the future, a follow-up report will be provided.

Event description:
Complainant states, "yesterday afternoon I performed the puncture of a PICC, but at the end of the procedure, when trying to remove the introducer, it failed, not "breaking" according to the technique that is always used. I tried in several ways to remove it, but without success, and there was a need to remove the PICC, puncture a new vein and repeat the procedure, requesting a new catheter and introducer. In addition, the catheter ruptured at the height of the cannon during its removal."